Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer developed hyperglycemia and was hospitalized. Customer current blood glucose was 20 mmol/l. Customer's blood glucose was treated with insulin drip. The insulin pump will be returned for analysis.